Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the mid arm the pta balloon allegedly was difficult to deflate. There were no reported retraction difficulties through the introducer sheath. Reportedly, the procedure was concluded upon removal of the balloon catheter. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The device was prepped per the instructions for use, and inflated with a 10ml syringe and a 1/3 contrast/saline mixture without issue. The user's locking flow switch was also used during functional testing, and no issues were identified locking the device in the inflated position. The device was deflated within the specified time constraints, without any issues. All of the contrast was evacuated from the device without issue. Therefore, the investigation is unconfirmed for the reported deflation issue. The definitive root cause for the reported deflation issue could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the dorado pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that during an angioplasty procedure in the mid arm the pta balloon allegedly was difficult to deflate. There were no reported retraction difficulties through the introducer sheath. Reportedly, the procedure was concluded upon removal of the balloon catheter. There was no reported patient injury.